Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
(B)(4) report stated: patient underwent a percutaneous coronary artery procedure. Following the cardiac procedure a perclose device was used for closure of the left femoral artery. The perclose device when removed and inspected was found to have a 1 mm piece of plastic, missing from the device, which was the foot of the device. Follow up angiogram was performed. It was determined there was no compromise of vascular flow, and unable to visualize the foreign object. No additional was provided.

Manufacturer narrative:
(B)(4): no follow up will be performed as no site or contact information was provided. Estimated date of occurrence, exact date was not provided. The device was discarded at the site. The lot number was not identified. A follow up report will be submitted with all additional relevant information.